Event description:
New information received notes that the pacemaker was explanted and replaced on (B)(6) 2021.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker (pm) exhibited battery longevity overestimation. The pm was explanted due to elective replacement indicator having been reached. Patient condition was stable throughout.